Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead. Lead dislodgment was revealed to be the cause of the event. Additionally, while performing a capture threshold test, the patient experienced syncope. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, the distal portion of the lead was returned in one-piece with the helix retracted and clogged with blood and tissue. After cleaning and by applying toque directly to the inner coil, the helix could be successfully extended and retracted. The full helix extension length was measured to be within required performance specification. The reported event of loss of capture was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts.